Event description:
This is the first of two reports concerning the same pt and same surgery. This report concerns product 91-2110 (polyaxial screw driver). It was reported "during spine surgery, the device would ratchet". Additional info was obtained on (B)(6) 2013: the device would not ratchet during screw implantation. A spare was available that functioned properly. There was no adverse consequence to the pt related to this. Surgery was delayed less than a minute.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.